Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2011 to (B)(6) 2014 and mirena in 2010. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included vaginal cyst, uterine bleeding, anemia, asthma and gastroesophageal reflux disease. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("scar tissue"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient had surgery to remove the essure implant, hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, depression, migraine, headache, nausea, dysmenorrhoea, scar, dyspareunia, vaginal discharge, fatigue, weight increased, constipation and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (B)(6) 2015, procedure: essure hysteroscopic sterilization, incision and drainage of vaginal cyst. Excision of left vulvar lesion. Description: the essure device was place in the right fallopian tube. This was done without difficulty. The device had excellent expansion with 3 coils noted after placement. The essure device was then placed in the left fallopian tube. This was done without difficulty. The device had excellent expansion with 2 coils noted after placement. (B)(6) 2017, surgical pathological report: final diagnosis: uterus- uterus with left and right fallopian tubes, hysterectomy with bilateral salpingectomy. Cervix: benign ectocervix and endocervix with no pathologic change. No dysplasia seen. Endometrium: late secretory endometrium. No hyperplasia or cytologic atypia seen, myometrium: adenomyosis, serosa: endometriosis, left and right fallopian tubes: unremarkable fragments of transected fallopian tubes with no pathologic change. Current weight as of (B)(6) 2018: 150lbs. Approximate weight at the time of essure placement: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2016 to (B)(6) 2015, removal date updated from 2017 to (B)(6) 2017. Events abdominal pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, scar, vaginal discharge, vaginal haemorrhage and weight increased were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2011 to march 2014 and mirena in 2010. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included vaginal cyst, uterine bleeding, anemia, asthma and gastroesophageal reflux disease. Concomitant products included fluoxetine hydrochloride (prozac) and linaclotide (linzess). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("scar tissue"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient had surgery to remove the essure implant, hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, depression, migraine, headache, nausea, dysmenorrhoea, scar, dyspareunia, vaginal discharge, fatigue, weight increased, constipation and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (B)(6) 2015, procedure: essure hysteroscopic sterilization, incision and drainage of vaginal cyst. Excision of left vulvar lesion. Description: the essure device was place in the right fallopian tube. This was done without difficulty. The device had excellent expansion with 3 coils noted after placement. The essure device was then placed in the left fallopian tube. This was done without difficulty. The device had excellent expansion with 2 coils noted after placement. (B)(6) 2017, surgical pathological report: final diagnosis: uterus- uterus with left and right fallopian tubes, hysterectomy with bilateral salpingectomy. Cervix: - benign ectocervix and endocervix with no pathologic change. - no dysplasia seen endometrium: - late secretory endometrium. - no hyperplasia or cytologic atypia seen, myometrium: - adenomyosis, serosa: - endometriosis, left and right fallopian tubes: - unremarkable fragments of transected fallopian tubes with no pathologic change. Current weight as of (B)(6) 2018: 150lbs. Approximate weight at the time of essure placement: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: essure lot number c22915 were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2011 to march 2014 and mirena in 2010. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included vaginal cyst, uterine bleeding, anemia, asthma and gastroesophageal reflux disease. Concomitant products included fluoxetine hydrochloride (prozac) and linaclotide (linzess). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("scar tissue"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient had surgery to remove the essure implant, hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, depression, migraine, headache, nausea, dysmenorrhoea, scar, dyspareunia, vaginal discharge, fatigue, weight increased, constipation and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-jun-2015: total bilateral occlusion (B)(6) 2015, procedure: essure hysteroscopic sterilization, incision and drainage of vaginal cyst. Excision of left vulvar lesion. Description: the essure device was place in the right fallopian tube. This was done without difficulty. The device had excellent expansion with 3 coils noted after placement. The essure device was then placed in the left fallopian tube. This was done without difficulty. The device had excellent expansion with 2 coils noted after placement. (B)(6) 2017, surgical pathological report: final diagnosis: uterus- uterus with left and right fallopian tubes, hysterectomy with bilateral salpingectomy. Cervix: benign ectocervix and endocervix with no pathologic change. No dysplasia seen. Endometrium: late secretory endometrium. No hyperplasia or cytologic atypia seen, myometrium: adenomyosis, serosa: endometriosis, left and right fallopian tubes: unremarkable fragments of transected fallopian tubes with no pathologic change. Current weight as of 18-jun-2018: 150lbs. Approximate weight at the time of essure placement: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.